Event description:
As reported, the dr. Used a 16x4 7f maxi ld percutaneous transluminal angioplasty (pta) balloon to dilate an in-stent stenosis of the left iliac vein. The balloon burst despite the rate-burst not being exceeded. A balloon rupture occurred transversally rather than the typical longitudinal rupture, with a high likelihood that severe calcification contributed to the failure. The procedure was completed by retrieving the separated balloon piece from the vein using a lasso after modifying a 16 fr non-cordis device to access the shaft. The case was then completed with a maxi ld 18 mm device. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU), with no difficulty removing it from the hoop, protective balloon cover, stylet, or other sterile packaging components. No kinks or damage were noted prior to use, and the device was prepped correctly, maintaining negative pressure. The intended procedure targeted in-stent restenosis in the left iliac vein. The lesion was severely calcified with 80% stenosis in a linear stent and no tortuosity. The device was not used for a chronic total occlusion (cto). There was no resistance or friction during insertion through the rotating hemostatic valve or guide catheter, and no difficulty advancing the balloon or crossing the lesion. The catheter was not placed in an acute bend and did not kink during use. A contrast-to-saline ratio of 30:70 was used. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the dr. Used a 16x4 7f maxi ld percutaneous transluminal angioplasty (pta) balloon to dilate an in-stent stenosis of the left iliac vein. The balloon burst despite the rate-burst not being exceeded. A balloon rupture occurred transversally rather than the typical longitudinal rupture, with a high likelihood that severe calcification contributed to the failure. The procedure was completed by retrieving the separated balloon piece from the vein using a lasso after modifying a 16 fr non-cordis device to access the shaft. The case was then completed with a maxi ld 18 mm device. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU), with no difficulty removing it from the hoop, protective balloon cover, stylet, or other sterile packaging components. No kinks or damage were noted prior to use, and the device was prepped correctly, maintaining negative pressure. The intended procedure targeted in-stent restenosis in the left iliac vein. The lesion was severely calcified with 80% stenosis in a linear stent and no tortuosity. The device was not used for a chronic total occlusion (cto). There was no resistance or friction during insertion through the rotating hemostatic valve or guide catheter, and no difficulty advancing the balloon or crossing the lesion. The catheter was not placed in an acute bend and did not kink during use. A contrast-to-saline ratio of 30:70 was used. The device was returned for evaluation. A non-sterile unit of catheter maxi ld 7f 16x4 80cm was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. During the visual inspection, the balloon presented a burst and separated condition. Additionally, the hub was separated from the unit and not returned for evaluation. No other damage or anomalies were observed at naked eye on the returned device components. A functional analysis could not be performed as it was received with a burst/separated condition on the balloon, and the hub separated. Amplified images of the area where the burst/separated condition was noted were taken. Evidence of elongation and irregular edges extending toward the exterior of the plastic component material was observed. These characteristics are consistent with tensile overload of the material, indicating that the balloon was subjected to excessive stress before the damage occurred. Due the separation of the hub, amplified images were taken. Elongations on the plastic material were observed. The characteristics are consistent with tensile overload of the material, indicating that the separated area was subjected to excessive stress before the damage occurred. The reported ¿ballon burst at/below rbp¿ and ¿balloon separated¿ were observed during evaluation of the returned device. Visual examination demonstrated a transverse balloon rupture with material elongation and irregular fracture edges consistent with tensile overload. These findings indicate that the balloon material was subjected to excessive localized stress prior to failure; however, the precise root cause cannot be definitively determined based on the available information and the condition of the returned components, including the separated hub, which precluded functional testing. The maxi ld¿ large diameter balloon dilatation catheter is indicated for use in the dilatation of strictures of the esophagus. Use of the device for treatment of iliac vein in-stent restenosis represents use outside of the labeled indication and may introduce procedural variables and risks not addressed within the product labeling. Inflation within a previously deployed stent, particularly in the presence of severe calcification, may result in focal stress concentration at stent struts or irregular surfaces, which can compromise balloon integrity and contribute to material damage or rupture. Additionally, the reported contrast-to-saline preparation ratio of 30:70 does not align with the instructions for use, which specify a 1:1 contrast-to-saline mixture. Deviation from the recommended preparation parameters may alter balloon compliance and inflation dynamics, potentially increasing mechanical stress during use. According to the instructions for use which are not intended to mitigate risk, ¿the catheter system should be used only by or under supervision of physicians thoroughly trained in wire guided esophageal balloon dilatation. A thorough understanding of the technical principles, clinical application, and risks associated with balloon dilatation of the esophagus is necessary before using these devices. Fill a syringe of appropriate size with equal volumes of contrast medium and normal saline. Attach the syringe to the balloon lumen, marked ¿balloon¿. Note: use of a pressure manometer to measure balloon inflation pressure is strongly recommended. Pull the syringe¿s plunger to deflate the balloon. To inflate the balloon, point the syringe and balloon tip downward and inject the contrast medium and saline mixture. Caution: inflation at a high rate may damage the balloon. Deflate the balloon by pulling vacuum on the syringe or inflation device. Maintaining a vacuum on the balloon, withdraw the catheter.¿ the information available, nor the product evaluation do not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the dr. Used a 16x4 7f maxi ld percutaneous transluminal angioplasty (pta) balloon to dilate an in-stent stenosis of the left iliac vein. The balloon burst despite the rate-burst not being exceeded. A balloon rupture occurred transversally rather than the typical longitudinal rupture, with a high likelihood that severe calcification contributed to the failure. The procedure was completed by retrieving the separated balloon piece from the vein using a lasso after modifying a 16 fr non-cordis device to access the shaft. The case was then completed with a maxi ld 18 mm device. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU), with no difficulty removing it from the hoop, protective balloon cover, stylet, or other sterile packaging components. No kinks or damage were noted prior to use, and the device was prepped correctly, maintaining negative pressure. The intended procedure targeted in-stent restenosis in the left iliac vein. The lesion was severely calcified with 80% stenosis in a linear stent and no tortuosity. The device was not used for a chronic total occlusion (cto). There was no resistance or friction during insertion through the rotating hemostatic valve or guide catheter, and no difficulty advancing the balloon or crossing the lesion. The catheter was not placed in an acute bend and did not kink during use. A contrast-to-saline ratio of 30:70 was used. The device will be returned for evaluation.

Event description:
As reported, the dr. Used a 16x4 7f maxi ld percutaneous transluminal angioplasty (pta) balloon to dilate an in-stent stenosis of the left iliac vein. The balloon burst despite the rate-burst not being exceeded. A balloon rupture occurred transversally rather than the typical longitudinal rupture, with a high likelihood that severe calcification contributed to the failure. The procedure was completed by retrieving the separated balloon piece from the vein using a lasso after modifying a 16 fr non-cordis device to access the shaft. The case was then completed with a maxi ld 18 mm device. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU), with no difficulty removing it from the hoop, protective balloon cover, stylet, or other sterile packaging components. No kinks or damage were noted prior to use, and the device was prepped correctly, maintaining negative pressure. The intended procedure targeted in-stent restenosis in the left iliac vein. The lesion was severely calcified with 80% stenosis in a linear stent and no tortuosity. The device was not used for a chronic total occlusion (cto). There was no resistance or friction during insertion through the rotating hemostatic valve or guide catheter, and no difficulty advancing the balloon or crossing the lesion. The catheter was not placed in an acute bend and did not kink during use. A contrast-to-saline ratio of 30:70 was used. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.